Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the flow sensor assembly was out of range during preventive maintenance (pm). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the flow sensor assembly was out of range during preventive maintenance (pm). A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the flow sensor assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.